Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon evaluation it was discovered that the rear response button cable was not plugged in. The root cause of the detached response button cable could not be positively identified. No adverse event resulted from the detached response button cable. The patient received a replacement monitor.

Event description:
A (B)(6) old female patient called zoll customer support to report that her response buttons were not functioning. The patient was issued a replacement monitor.